Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bedside bronchoscopy, the tracheostomy tube tip became bent and could have caused harm to the patient. It was reported that the procedure was continued using another tube.